Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leaked. The customer¿s blood glucose level was 159 mg/dl at the time of the incident. Customer stated that the leak was past first o ring and there was no air bubble in the reservoir. Troubleshooting was performed. The reservoir will not be returned for analysis.